Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 11 false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer reports 11 false positives.

Manufacturer narrative:
H6: investigation summary : customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. The field service engineer (fse) was dispatched and replaced (441735 - system controller module bfx spare) followed by re-imaging the instrument and software upgrade to version 6.40. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Device history record review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was software issue and faulty cpu. CAPA (corrective and preventive action) 1233452 was recently implemented for false positives.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 11 false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer reports 11 false positives.